Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 the screen went black briefly on the telemetry central monitor, then returned with zones and patient names but no waveforms. Restarting the system resolved the issue, and no one was injured as a result of this event.

Manufacturer narrative:
Upon investigation, findings show that the issue occurred following a generator test at the customer¿s site. The customer experienced a power outage at their central station display due to an uninterruptible power supply (ups). That did not recover from the generator test. Upon investigation, no device malfunction was identified. The issue was resolved by changing the ups depleted batteries. There have been no further complaints regarding this device. This report is complete and this particular issue is considered closed.